Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/2016. Using the pod 5 / page 44: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Inspect the infusion site daily at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site (right side of abdomen) while wearing the pod between 36 and 48 hours. The patient¿s blood glucose (bg) levels reached 316 mg/dl. The site was red, irritated and hot so the patient decided to go to urgent care on (B)(6), 2018 and the patient was given a shot of rocephin and a prescription for keflex. The site did not get better and it was the size of a lemon so on the visit on (B)(6) 2018 the endocrine doctor cut open and drained, culture was done and received and patient was diagnosis with (B)(6). On (B)(6) a prescription was given for clindamycin. Patient states that a third prescription was being called in as what the patient has been given thus far will not cure the type of staph strain the patient was having. That medication was unknown at the time of the call as it had not been picked up. Patient stated that the infection started at the insertion site.